Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. This was due to contamination of the piezo transducer resulting in an electrical short rendering the piezo inoperable. The chemical reaction causes silver migration between the pins resulting in a silver bridge between two pins. The silver bridge was caused by contamination. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.